Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, the patient presented with following pre-op diagnosis: herniated nucleus pulposus, l5-s1. Lumbar radiculopathy. Degenerative disc disease, lumbar spine. The patient underwent following procedures: transforaminal lumbar decompression. L5-sl on the left. Transforaminal esi injections. Dural graft. Utilization of fluoroscan. Neuromuscular junctional testing. As per operative notes,¿ the wound was thoroughly irrigated with normal saline. Then 1 cc of kenalog 40 mg/cc was injected into the transforaminal space utilizing the fluoroscan along with rhbmp-2. Then, the fat graft was placed above the dura and 4 cc of tisseel was applied. Then good hemostasis was obtained. Fascia was reapproximated with #l vicryl. ¿ no intra-operative complications were reported.